Manufacturer narrative:
The insulin pump had bleeding display glass, minor scratches to the display window, cracked case atdisplay window corners, cracked battery tube threads and crackedreservoir tube lip. No cracked display window noted. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump screen was scratched and that she couldn't read the display. She did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.